Event description:
A report was received that the patient's ipgs were explanted due to a monopole surgical device being used during a hip replacement procedure. Additional information was received that the patient was no longer receiving pain relief, the patient lost stimulation after the hip replacement procedure and that the ipg was no longer charging. The physician suspected malfunction of the ipgs due to the use of monopole electrosurgery device in an unrelated hip replacement procedure. The patient is doing well post operatively. The devices will not be returned for analysis as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision spectra upn: m365sc11320 model: sc-1132 serial: (B)(4). Batch: 17736932.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # unknown, serial # unknown, description: unknown.

Event description:
A report was received that the patient's ipgs were explanted due to a monopole surgical device being used during a hip replacement procedure.